Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged up after deployment. A balloon aortic valvuloplasty (bav) was performed and resulted in moderate-severe paravalvular leak (pvl) because the valve went aortic on one side. Subsequently, a second transcatheter bioprosthetic valve was implanted and resolved the pvl. No adverse patient effects were reported.